Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that the left ventricular lead was removed from patient due to diaphramatic stimulation. It was also reported that there was an unsuccssful attempt to reprogram the device to eliminate the stimulation. No patient complications have been reported as a result of this event.